Manufacturer narrative:
Product has been received by manufacturer, however, investigation report is incomplete at this time. A follow-up report will be submitted when investigation is complete.

Event description:
The event is reported as: the distal balloon did not deploy. The sample was tested prior to patient use. No injuries reported.